Event description:
Customer alleges the front end of the right side bent and now the chair pulls to the right when he propels. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct7a - serial number/date code (B)(4) is approximately 6 months old. The consumer has been using the device for 6 months. The user manual part number 1167484 rev. A (sep-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's is a t-2 paraplegic. His medication regimen is unknown . The consumer is a (B)(6) male who is (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.